Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4)has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issues are unconfirmed as no samples or photos were returned.

Event description:
It was reported that no insulin flow occurred during use with unspecified bd pen needles. The following information was provided by the initial reporter: "consumer reported 3 pen needles were missing needles at non patient end. During priming, no insulin flow. When consumer removed pen needle, she noticed non patient end was missing. Not bent, missing. Does not have occurrence dates but did come from same box she discarded. Samples discarded." 3 occurrences were reported, but the times/dates were not given.